Event description:
This patient has a past medical history significant for chronic systolic heart failure status post initial placement of destination therapy lvad at (B)(6) back in (B)(6) 2013. She is well-known to our service for recurrent heart failure admissions and elevated ldr levels in the setting of known pump thrombosis and recurrent gi bleeds intolerant to anticoagulation. She underwent a pump exchange secondary to pump thrombosis on (B)(6) 2015 at (B)(6) and has since had recurrent elevations in her ldh levels. The patient has had recurrent gi bleeds that initially started prior to her pump exchange. She has continued to have issues with this, thus limiting her ability to be anticoagulated. On (B)(6) 2015 (during a hospitalization for recurrent gi bleed and elevated ldh) she suffered an ischemic cva, from which she markedly improved in cognition and facial droop. She was later discharged on (B)(6) 2015 to a local rehabilitation center but was readmitted again on (B)(6) 2015 for gi bleed. During this admission, her ldh once again began to rise; however, she did not receive any anticoagulation given anemia. She was discharged back to a local rehabilitant facility on (B)(6) 2016. Follow-up again in the outpatient lvad clinic on (B)(6) 2016 she was placed on eliquis. Before return follow-up again in the outpatient lvad clinic, she was noted by the rehabilitation facility to have altered mental status on (B)(6) 2016 for which she was brought into our emergency department. Her ldh upon admission was noted to be elevated once again. Later that day, the patient went into cardiac arrest. Efforts for sustained return of circulation were not successful and the patient was pronounced dead at 2210 on (B)(6) 2016. The cause of death was attributed to her congestive heart failure. The coroner declined autopsy so the pump was not explanted.